Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-03823. It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was in a stable condition.